Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by the medtronic indicated that the insulin pump had off no power alert and blank display. The customer did not receive the low battery alert prior to the off no power alert. The customer reported that new battery resolve the issue and the self test was passed. No harm requiring medical intervention was reported. The device will not be returned for analysis.